Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, reset error test, self test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify a33 alarm due to motor error alarm. The insulin pump had minor scratches to the display window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed during the prime. The blood glucose reading was 149 mg/dl. The drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.